Event description:
It was reported before using bd vacutainer® k2 edta (k2e) plus blood collection tubes have "cloudiness" and "droplets". The following information was provided by the initial reporter: sm 366643_1350516 droplets and cloudiness.

Manufacturer narrative:
Investigation summary: bd did receive 1 photograph from the customer in support of this complaint. Evaluation of the photograph shows slightly larger than normal additive spray pattern. However, 100 retained samples were taken and visually inspected, no additive abnormality was found during inspection. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.